Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that the patient presented to the hospital with vague pain approximately 1-month post index procedure. An ultrasound was performed and indicated partially covered real artery. An angiography performed the next day also showed that the device was covering the left renal artery. The physician indicated that they did not think that the renal artery was covered during the index procedure due to brisk flow through it. However, the physician determined that the left renal artery was now covered. It was reported that approximately 10 days later, the physician elected to perform an aorto renal bypass to address the occlusion. The bypass was successful and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.